Event description:
Subsequent to the previously filed medwatch report, additional information was received confirming that the guide wire never separated. The physician explained he had withdrawn the guide wire out of the chronic total occlusion (cto) by slightly turning and pulling. No additional information was provided.

Event description:
It was reported that the progress guide wire did not cross the chronic total occlusion in the right coronary artery. Using a drilling technique, the progress guide wire drilled itself into the vessel wall (physician used the comparison to a corkscrew) and the guide wire got stuck / fixed in the vessel wall and separated. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: an analysis of the returned device confirmed that the guide wire was not separated as originally reported. Based on the investigation, no product deficiency was identified. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. There is no indication to suggest a lot specific product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.